Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported pain caused by rupture of the device. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported pain caused by rupture of the device. The device has been explanted. This record relates to the left side. Rupture was diagnosed by MRI.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the anterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Wear abrasion is observed. Nick is observed assessed as non-penetrating nick. Missing shell assessed as inconclusive. No further actions are required as the device was implanted."